Event description:
I was sticking a patient with a vanishpoint 21 g. I clicked the button and blood shot out the side all over my hand that was gloved. I had to change gloves before doing anything else with patient. Manufacturer response for tubes, vials, systems, serum separators, blood collection, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.